Manufacturer narrative:
H3: analysis of recharger; model #: 97755; s/n:(B)(6) reveled: no device found message and cable insulation is kinked at donut end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that last thursday and friday, both the recharger and controller were getting too hot while recharging the implant. Pt mentioned right where the cord meets the paddle has gotten too hot that it melted. Pt said both recharger and controller were too hot they could not touch them as they could get burned. Pt also mentioned the last time the controller got hot, the screen went dark/blank. Agent reviewed that an overheating recharger could also cause the controller to overheat; however, pt insisted to get a replacement controller too, as they were afraid to use the controller again. When asked, pt stated the controller would get hot even without the recharger connected. Due to nature of call, agent sent a repair request to replace the recharger and the controller. Patient called back to correct the address provided for shipping; passed along to assigned agent since the case was still been open. Patient called back and stated that they got a new equipment but was told to install a medtronic battery pack. Patient initially refuse to put their old battery pack saying it gets so hot and burn them. Patient eventually inserted the battery pack and confirmed implant (ins) charging in excellent connec tion. Patient will call back if further assistance is needed.